Event description:
The complainant reported that a patient implanted with an impella 5.5 encountered high purge pressures, infection, epistaxis and oral bleeding, skin wounds and gastrointestinal (gi) bleeding. The patient's bed was changed to a ¿sand bed¿ to prevent further skin breakdown. The high purge pressure was resolved by administering tissue plasminogen activator. The patient's blood cultures tested positive for clostridioides difficile so antibiotics were administered. One unit of blood was transfused in response to the gi bleed. Later, the patient's family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
B.3 revised date as it was previously entered incorrectly on the initial report that was submitted. The investigation has been completed. No product was returned for evaluation. Infection: clinical details noted that the patient was positive for clostridioides difficile while on impella support. In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleeding/epistaxis/soft tissue injury: clinical details noted that a patient had epistaxis, oral and gastrointestinal bleeding, and skin breakdown during support. The cause of the injury was not determined due to insufficient clinical details. Purge pressure high: data logs were reviewed and long term logs showed a gradual rise in purge pressure over approximately one hour on 24-aug-2025 before "high purge pressure" alarms were triggered. Purge pressure remained high for approximately two hours before purge pressures resolved. Clinical details noted that tissue plasminogen activator was administered and purge pressures were resolved by the next day. The cause of the high purge pressure was due to biomaterial buildup based on data log analysis and clinical details. Device history review: the pump passed all post-sterile inspection checks.